Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot 216973: date: 2009. 1st inr = 1.2; 2nd inr = 3.1; 3rd inr = 3.7. Per event details, inr results are obtained 5 mins between tests. Inratio meter: mean: 2.67; sd: 1.31; %cv: 48.94. Since 48.94% cv is more than 20%, the precision test failed the criteria for precision. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Per document, time of test between inratio and lab results are done 1 1/2 hours interval. Inr results such as 3.7 and 1.7 are excluded from comparison test since no inratio result is specified on that particular date of testing. The mean of the inratio meter and comparative system inr were calculated. Inratio value of test 1 falls outside the limits, so the criterion is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. For each pair of replicates for each sample on strip lot 216973, mean and standard deviations were calculated. In-house test results have 0% and 10.07%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results are established on referenced and in-house meters. No further action is required. Previous in-house test results on strip lot 216973 from a previous complaint revealed no discrepant results on referenced and in-house meters. As of today, the product is not expected to return. No further investigation is required. Inratio data provided by end-user lot: two weeks later; 1st inr = 1.2; 2nd inr = 3.8; 3rd inr = 3.1. Inratio meter: mean: 2.70; sd: 1.35; %cv: 49.83; fail. Since 49.83% cv is more than 20%, the precision test failed the criteria for precision. Investigation results: donor 3: ref. (Inr): 3.1; in-house (inr): 3.1; in-house (inr): 3.1; mean: 3.10; sd: 0.0; %cv: 0.00; pass. Donor 4: ref. (Inr): 2.3; in-house (inr): 2.0; in-house (inr): 1.9; mean: 2.07; sd: 0.21; %cv: 10.07; pass. For each pair of replicates for each sample on strip lot 216973, mean and standard deviations were calculated. In-house test results have 0% and 10.07%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results are established on referenced and in-house meters. No further action is required. Date: 3 days prior; 1st inr = 2.0; 2nd inr = 2.4. Inratio meter: mean: 2.20; sd: 0.28; %cv = 12.86; pass. Since 12.86 % cv is less than 20%, the precision test passed the criteria for precision. No corrective action required as product deficiency was not established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1st inr=1.2, 2nd inr=3.1, 3rd inr=3.7. About 5 min in between each test. Inr target range is 2.5-3.0. Is new to the meter and has changed coumadin dosage recently. Has been on coumadin approx one yr. Not on antibiotics and hasn't been to the hospital recently. On day patient was trained, she had three different test results. 1.2, 3.8, 3.1 and then went to lab 1 1/2 hours later and tested 3.1. In 2009, tested at 3.7 - patient did not call in test result. One week later tested twice - 2.0 and 2.4. At two days later lab result = 1.7.